Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 55 units and remained static. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose level was 300 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.